Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the quick release latch was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the stand had a broken quick release latch. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator stand had a broken quick release latch. The customer was provided with the part number for a replacement quick release latch. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).